Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed and reproduced during evaluation. Evaluation found the delay to be caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed system error 322. There was no patient involvement.